Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is known that when the subject device is turned on with no endoscopes connected to the subject device, the airflow indicator "stby" and the lamp indicator "stby" may blink as the specification of the subject device. Therefore omsc surmised that the reported phenomenon might be occurred because the user did not connected the endoscope to subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device blinked. But it had not occurred during the procedure. It was not provided the other detailed information. There was no patient injury associated with this report.